Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high pacing impedance and loss of capture. It was noted that the clinic observed these issues on (B)(6) 2020 as well. It was also noted that the lead had fractured. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.